Event description:
It was reported that ongoing, intermittent occlusion alarms occurred. The customer's blood glucose level was "high," although a specific value was not provided. The customer addressed the issue by administering a correction injection via mdi, changed the infusion set and cartridge, and resumed insulin. The customer continued to use the pump for insulin therapy.